Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The pacemaker was functioning properly but the physician decided to replace it because the patient was pacemaker-dependent. The patient was stable with no consequences.

Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Corrected analysis results: the reported event was the prophylactic explant of a device that was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was returned due to advisory with no allegation of a malfunction. A visual inspection of the device and header attachment area did not find any anomalies. An interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Correction: it was reported that the device was explanted and replaced prophylactically as it is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was functioning properly but the physician decided to replace it because the patient was pacemaker-dependent. The patient was stable with no consequences.